Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2014 with the following findings: the black box shows a manual date change from (B)(6) 2014 21:26 to (B)(6) 2014 21:28 and from (B)(6) 2014 21:52 to (B)(6) 2014 21:53. The basal total daily dose (tdd) history appears to be inaccurate due to the manual date/time change. The pump was exercised for 24hrs on a 1.0u/hr basal rate; at conclusion of test the tdd basal history correctly showed 24.0u. No alarms related to complaint in alarm history. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Unable to duplicate compliant. The display screen has pinkish contrast. Battery cap was not returned. New test battery cap and returned cartridge cap used to complete testing. The pump has audible but no vibration. Removed pump cover; direct power was applied to the vibration motor and motor was still unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.